Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed silicone slices on the top cover and at the fantail region prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed some electrode wires were broken within the feedthru pocket. System lock was not necessary for the evaluation of this device. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top cover and at the fantail region prior to receipt. These are believed to have occurred during revision surgery. The photographic inspection revealed some electrode wires were broken within the electrode pocket. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The scanning electron microscopy analysis confirmed some electrode wires were broken in the electrode pocket. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This is the final report.

Manufacturer narrative:
The external visual inspection revealed silicone slices on the top cover and at the fantail region prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed some electrode wires were broken within the electrode pocket. System lock was not necessary for the evaluation of this device. The device passed the electrical test performed. This is an interim report.